Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was difficulty inserting the lead during the implant procedure. The patient had not been previously implanted with an extension/ins. This was a stage 2 implant procedure. It was confirmed the header bore was clear and the set screw was backed out of the bore (backed out by ½ to ¾ turn) but the lead was still not able to be inserted into the ins. It was reported the healthcare professional (hcp) was only able to get the lead halfway into the header block. They tried to clear the area but nothing worked. The contacts were visually inspected and confirmed the lead was not out of round. It was noted that the blue tip was fully seated and visible, and when tightened with the torque wrench and lightly tugged on, the lead did not stay in place. The same troubleshooting steps were tried again but the issue did not resolve. A new ins was then used and worked as intended as the lead was able to be fully inserted. There were no further complications reported or anticipated.